Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: h7/h9. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device had bent connector pins, causing the transducer to not work. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Due to stress problem identified, which is problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the shock pulse transducer is not working with probe. There were no reports of patient harm.